Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the implant procedure the physician was unable to place the stylet into the lead before implanting into the patient. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analyst noted that a medtronic sample stylet was used. If information is provided in the future, a supplemental report will be issued.